Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the flow rate for the device was too small. Liquid was also observed in the tubes. The main board and the tubes need to be replaced. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an abdominal laparoscopy procedure, the device had an overpressure alarm activated. The device overflowed. The procedure was completed with the same device without any delay. There is no harm or adverse impact to the patient. The patient condition is completely okay.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, g3, g6, h2, and h10. Hospital does not have information on other devices used during procedure. All the devices are always checked before the start of procedure. No abnormalities were reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the small flow rate was due to the faulty main board. The definitive root causes of the overpressure alarm, liquid in the tube, and faulty main board could not be determined. Olympus will continue to monitor field performance for this device.